Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a zcb0000185 intraocular lens (iol) was explanted after the patient was not satisfied with the visual result.